Event description:
It was reported that the air dermatome does not cut equally. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. It was determined that the head was damaged. Parts replaced included; bearings, motor, poppet assembly, reciprocating arm, "o" ring, swivel and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1991. A review of service records indicate that the device has not been returned to the manufacturer for annual repair of preventative maintenance. The device has only received service in 2004, 2005, 2007 and 2008. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."